Event description:
It was reported that during a da vinci-assisted surgical procedure, a instrument was not working properly. The tool has a broken cable that drives the branch. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Related & duplicate complaints identification: as of 04/11/2025, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).